Manufacturer narrative:
This event occurred in (B)(6). Based on the provided data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs results for 1 patient sample on a cobas e801 module, serial number (B)(4). The initial result was 106 ng/l and did not fit the patient's clinical picture. The sample was repeated on (B)(6) 2020 and the result was 18.7 ng/l, which correlated with previous results. The results were reported outside of the laboratory.